Event description:
It was reported that during an unknown procedure, the jaw did not open after the device was fired on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the device removed from the tissue?---cut off with a harmonic device. After the device was removed from the tissue was there any tissue damage? ---no. Which firing of the device did this event occur on? ---3rd or 4th. Was there a higher force to fire than normal? ---no. What vessel or structure was the device fired on at the time of the event? ---blood vessel around the colon. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? (B)(4). If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information.